Manufacturer narrative:
(B)(4). Concomitant medical products: item number 00630505840 item name liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell, lot # 61593673. Item number 00625006540 item name bone screw self-tapping 6.5 mm dia. 40 mm length, lot # 60861084. Item number 00625006535 item name bone screw self-tapping 6.5 mm dia. 35 mm length, lot # 61258537. Item number 0100551106 item name fitmoreâ®, hip stem, uncemented,a/6, taper 12/14, lot # 2538803. Item number 00801804002 item name femoral head sterileproduct do not resterilize 12/14 taper, lot # 61664518. Item number 00625006540 item name bone screw self-tapping 6.5 mm dia. 40 mm length, lot # 61445406. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Previously incorrectly reported under MFR 0001825034-2021-01952.

Event description:
It was reported through pmi that the patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to anatomical abnormality, bone loss, component migration, trauma periprosthetic cx. No failure of the zimmer biomet products. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item number: 00630505840, item name liner standard 3.5 mmoffset 40 mm i.d. For use with 58 mm o.d. Shell, lot#: 61593673. Item number: 0100551106, item name fitmoreâ®, hip stem, uncemented,a/6, taper 12/14, lot#: 2538803. Item number: 00801804002, item name femoral head sterileproduct do not resterilize 12/14 taper, lot#: 61664518. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00275, 0002648920-2021-00276, 0002648920-2021-00277.

Event description:
No further event information available at the time of this report.